Event description:
My (B)(6) year old daughter has been having sharp pains under left breast every day . Lasting for a few minutes. It's painful when she moves and breathes. I took her to the cardiologist and was told it didn't have anything to do with her pacer. She's still having these problems.